Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic via vibratory alert. Upon interrogation, the right atrial lead exhibited high impedance. The lead was turned off. The patient was in stable condition and doing well. The patient was fine before, during, and post follow up. The patient would continue to be monitored remotely.